Manufacturer narrative:
(B)(4). The device (catalog#) not intended for sale in the us. Similar device/component sold in the us.

Event description:
The customer reports that the device was inserted on (B)(6) 2018 and removed on (B)(6) 2018 when it began to leak at the point where the catheter extension meets the hub.the device was removed and replaced.

Manufacturer narrative:
(B)(4). The customer returned one single lumen midline catheter for evaluation. The catheter body was cut just below the 13cm mark. The separated portion was not returned by the customer. The device showed signs of use in the form of biological material inside the extension line. After failing functional testing, the catheter extension line was microscopically examined. A small separation of the luer hub and extension line was found. The appearance of the damage is consistent with a continuous tensile force on the luer hub and extension line body, which caused the extension line to be pulled out from the hub. The catheter body was cut 78mm from the juncture hub. The outer diameter of the extension line measured .0865", which is within the specification limits of .081"-.091" per extension line product drawing. The inner diameter of the extension line measured .0575", which is within the specification limits of .052"-.062" per extension line product drawing. The catheter was functionally tested by clamping off the distal end of the catheter and attaching a lab inventory syringe filled with water. When the plunger was compressed, water leaked out of the extension line near the luer hub. A manual tug test confirmed the extension line body was secure within the luer hub. A device history record review was performed with no relevant findings to suggest a manufacturing issue. The IFU provided with the kit cautions the user, "check ingredients of prep sprays and swabs before using. Some disinfectants used at catheter insertion site contain solvents which can attack the catheter material. Alcohol and acetone can weaken the structure of polyurethane materials." The IFU also warns, "open catheter clamp prior to infusion through lumen to reduce risk of damage to extension line from excessive pressure." The customer report of an extension line leak was confirmed by complaint investigation. The returned extension line was partially separated at the luer hub which allowed leaking to occur. The appearance of the damage is consistent with a continuous tensile force being placed on the luer hub and extension line body. The returned sample passed all relevant dimensional testing and a device history record review was performed, with no relevant findings. Based on the customer report that the leaking was only observed after a period of successful use and the appearance of the damage on the returned sample, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaint of this nature.

Event description:
The customer reports that the device was inserted on (B)(6) 2018 and removed on (B)(6) 2018 when it began to leak at the point where the catheter extension meets the hub.the device was removed and replaced.